Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing. Further investigation noted that the noise was due to lead abrasion damage. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.